Event description:
The customer reported to beckman coulter (bec) that about 5 drops of clear diluent leaked from the coulter lh 750 hematology analyzer and the instrument produced a vent line sensor (vls) error along with a probe obstruction. There is an exposure control plan in the laboratory. The customer was wearing gloves, a laboratory coat, and eyeglasses at the time of this event. There was no direct physical contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. The leak did not impact electrical or optical performance of the system. The leak did not affect any patient results nor were any results generated or reported out of the laboratory.

Manufacturer narrative:
Customer technical support (cts) assisted customer in troubleshooting and had the customer perform diluter f-key function (f79) which performs a vent line calibration, then check the tubings from the needle going through the vent line sensor (bd3) and associated tubings through valves (vl 25 and vl116). The customer stated there was a leak from the tubing through vl116 to the chamber. The customer replaced the tubing, repeated the f79 function, but was still getting the vent line sensing (vls) error and service was then requested. The field service engineer (fse) did troubleshooting with customer via telephone and customer had replaced the tubing through vl116. The fse had customer reset the instrument, calibrate fluid detectors, run a startup and controls. Following service, no further leaking or vls error issues were noted. Failure mode was attributed to tubing through vl116. However, the instrument generated a vls error alerting the customer to an instrument problem. (B)(4).